Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of a right ventricular lead. Prior to placing the lead inside the body, the lead helix was unable to fully extend. The lead was not implanted, and the patient was in stable condition.